Manufacturer narrative:
The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. Repairs on the device have not been completed. A follow up report will be submitted once the repair is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required

Event description:
During evaluation at bench repair the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.